Manufacturer narrative:
No sample was returned for evaluation. However, an image was provided by the customer showing the assumed area of the defect. A failure mode was not able to be identifies from the image provided by the customer. Without the return of the reported sample, the complaint could not be determined. The device history record was reviewed and no non conformities were found that would led to the reported complaint.

Event description:
The complaint/event involved a single transpac® monitoring kit w/ safeset¿ reservoir, 3 way stopcock and 1 blood sampling port. The set reportedly detached at the puncture port (fixed connective, normally cannot detach) during use on a patient. The device was changed out/replaced with no further problems encountered. There was no blood loss, no serious injury/death, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention required.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.